Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated; there was a video imaging failure as described by the user. Technical services found that the baton's rubber flexible tube was separating at the metal collar on the handle. The failure of the image changed with the way the baton's flexible tube was bent. A new device was sent to the customer and the returned device was scrapped.

Event description:
The customer reported that during an emergency care procedure, using a ranger video baton 3-4, the monitor showed a bunch of horizontal lines or no image and / or intermittent images. A delay in the procedure of unknown duration occured and an alternative method of intubation was employed. The customer reported that patient passed away.

Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated; there was a video imaging failure as described by the user. Technical services found that the baton's rubber flexible tube was separating at the metal collar on the handle. The failure of the image changed with the way the baton's flexible tube was bent. The monitor was evaluated, found without defect and returned to the customer. A new baton was sent to the customer and the returned baton is being held in the mrb cage.